Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported that the medical team experienced difficulty implanting an impella 5.5 in a 57-year-old male patient for mechanical circulatory support due to the patient's anatomy. After multiple failed attempts, the impella 5.5 implant was aborted.